Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was concern regarding potential premature battery depletion for this implantable cardioverter defibrillator (ICD). Technical services (ts) was consulted to review the data for the device's projected longevity estimates. Ts noted that the patient is not on the remote home monitoring system and requested additional device data to assess the estimated battery longevity. The field representative noted that they would reach out to the clinic to provide the information. To date, the clinic has not yet provided this information to the field representative. The ICD remains in service and no adverse effects were reported.